Event description:
Patient presented in-clinic for follow-up after receiving a notification alert. Upon interrogation, multiple vt episodes were found due to noise. Therapy was aborted due to return to sinus. Decreased sensing, sudden increased pacing impedance, and high capture threshold were observed. Externalized conductors noted below svc coil. External abrasion near ICD can was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasions were found at 49.7-50.2cm and 50.3-50.8cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.